Event description:
A foley catheter was installed in the ward on (B)(6) 2022 in a patient undergoing cesarean section. On day 28, when trying to remove the catheter, the cuff could not be deflated, only 3 cc of serum came out (cuff inflated with 10 cc). An evaluation with a urologist is requested, who indicates to cut the catheter, but even so the cuff cannot be deflated.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
A foley catheter was installed in the ward on (B)(6) 2022 in a patient undergoing cesarean section. On day 28, when trying to remove the catheter, the cuff could not be deflated, only 3 cc of serum came out (cuff inflated with 10 cc). An evaluation with a urologist is requested, who indicates to cut the catheter, but even so the cuff cannot be deflated.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed and 100% inflation/deflation test was conducted. No defective complaint device was returned for investigation. Therefore, no physical investigation will be conducted. However, without returned sample, the actual phenomenon which could lead to non-deflation could not be determined and associate it with the root cause. In conclusion the complaint could not be confirmed. No physical investigation or assessment can be conducted on the defective part due to no complaint or representative sample was returned.